Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrioventricular desynchrony, dyspnea and dizziness. The right atrial (ra) lead experienced a lead position check failure and a dislodgment. The right ventricular (rv)-his bundle lead exhibited possible loss of capture, high thresholds and experienced a dislodgment. The implantable pulse generator (ipg) exhibited pacing failure and experienced premature battery depletion. The ipg system was removed and replaced. No further patient complications have been reported as a result of this event.